Event description:
It was reported that this implantable device was part of a system revision due to pocket erosion. There were no additional adverse patient effects reported. This device remains in service. Due to the limited information received, further follow-up to obtain related details was not possible.